Manufacturer narrative:
One controller ((B)(4)) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. Analysis could not be performed as the device was not returned. There are no apparent contributing clinical factors to the reported event..

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that according to the mother, after taking a shower some fogging appeared under the window display making difficult to read the data. Patient is planning to come on (B)(6) 2016 to the hospital where support clinic will exchange the controller and upgrade the backup controller. No effect on the patient. Additional information received on (B)(6) 2016: after discussion with the cardiologist, who decided not to change the principle controller. The fogging under the display screen disappeared. The parameters rmp has been decreased to 2600 and other parameters haven't changed. Only the backup controller has been upgraded.